Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported the monitor was showing erratic faults. There was a brief delay during preparation. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.